Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while troubleshooting for a sensor vs blood glucose reading issue she experienced a low blood glucose level. Her blood glucose level was 33 mg/dl. Customer's blood glucose level went up to 44 mg/dl and she stopped sweating. She was feeling okay. The device was not returned.